Event description:
It was reported that the defibrillation threshold (dft) test at the implant of this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) was unsuccessful. This patient has hypertrophic cardiomyopathy (hocm) and was noted to be very large and obese. The electrode position was not optimal noted due to landmark issues compromised due to this patients weight. The shock impedance was 140 ohms. After healing, this patient underwent an additional dft in which conversion was successful and shock impedance was 90 ohms. The physician believed the initial high measurements were due to air entrapment as the impedance dropped pretty quickly. The impedance has steadily climbed, averaging around 140 ohms. Technical services (ts) discussed that due to the weight gain that conversion success may be affected by changes in body position and that an electrode revision might be best. The physician was planning on implanting a transvenous device system instead. Additional information is being requested from the field. This electrode remains in service. No additional adverse patient effects were reported. Additional information was received that once the additional dft was successful, the physician decided against a lead revision. The field representative has not heard anything else from the physician or clinic regarding this patient.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the defibrillation threshold (dft) test at the implant of this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) was unsuccessful. This patient has hypertrophic cardiomyopathy (hocm) and was noted to be very large and obese. The electrode position was not optimal noted due to landmark issues compromised due to this patients weight. The shock impedance was 140 ohms. After healing, this patient underwent an additional dft in which conversion was successful and shock impedance was 90 ohms. The physician believed the initial high measurements were due to air entrapment as the impedance dropped pretty quickly. The impedance has steadily climbed, averaging around 140 ohms. Technical services (ts) discussed that due to the weight gain that conversion success may be affected by changes in body position and that an electrode revision might be best. The physician was planning on implanting a transvenous device system instead. Additional information is being requested from the field. This electrode remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.